Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reav1435 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was using the catheter when it was observed during infusion of saline solution with the clamp closed that the infusion flow was maintained in both paths, causing partial occlusion of the device by blood reflux. It was necessary to adapt the clamp of another device (polyihart) to close the paths.